Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the shocking was unknown. The rep reported that it was unknown what steps would be taken to address the shocking and the unsuccessful recovery of the overdischarge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reiterated that the patient had turned off their ins in 2015 due to the shocking. Then, in (B)(6) 2019, it was determined that the ins was dead and had gone into overdischarge because the ins had been turned off since 2015. On (B)(6) 2019, the rep tried to pull the ins out of overdischarge, but that was unsuccessful. It was noted the rep inquired about MRI eligibility forehead scans, which was reviewed with the rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient needed to meet with a manufacturer representative (rep) to have the ins charged and 'have testing on it'. The patient said they were 'pursuing to get it removed'. The patient stated they let the ins go dead a couple of years ago because it was shocking and poking them. The patient said they were being shocked constantly and internally and it would 'bring out my knees from under me'. The patient said 'they wanted to charge it up', but the patient wanted to keep it dead. The patient stated they were unable to charge ins with their charging equipment. The patient said they recently saw a new healthcare professional who told the patient to contact the rep; an email was sent to the local rep. No further complications were reported.